Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the iliac vein. A 14-6/5.8/75 xxl vascular balloon dilator was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed fully intact from the patient's body and the procedure was completed with another of same device. There were no patient complications reported.